Event description:
The device was used to deliver 3 successive shocks to a pt with an unspecified, but critical arrhythmia. Reportedly, the device displayed the pt ECG as an artifact in paddles lead. No add'l detail concerning the event was reported. The pt was not resuscitated. The operator stated the device did not affect the pt outcome, since treatment was not interrupted.